Event description:
It was reported that the sensor wire was detached at the proximal side. The procedure was completed with another of the same device. No patient complications were reported. Analysis of the returned device identified sleeve detachment.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to 08/01/2024 as no event date was reported. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code c070601 captures the reportable investigation result of sleeve detached. Block h11: investigation results the returned sensor wire was analyzed, and a visual evaluation noted that the sleeve detached and it did not return. During magnification, it was possible to see adhesive remaining in the detached zone. The excess of force applied for removed the wire probably caused the detach of the sleeve, it is most likely that as part of the device manipulation during the procedure an excess of force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope, causing the sleeve detachment. Based on the information available and analysis results, an investigation conclusion code of adverse event related to procedure has been assigned to this investigation.